Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had issues with envella beds. The event happened in room 5205 on 4 west although also occurred on many other rooms too. There was no known patient injury or medical intervention associated with this event. No additional information is available.